Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The returned cage was found not only twisted but also fractured. The most likely cause of the reported event was determined to be torsional overload when the surgeon tried to adjust the angle; misaligned force applied on the cage.

Event description:
It was reported that; upon implanting a interbody device the cage became twisted. The surgeon noticed it, removed the implant and a new cage was used successfully.

Event description:
It was reported that; upon implanting an interbody device the cage became twisted. The surgeon noticed it, removed the implant and a new cage was used successfully.